Event description:
It was reported that the customer had a keypad anomaly on the insulin pump. The customer's blood glucose level was 202 mg/dl. The customer stated that the no buttons are working at all. The customer was asked if recalls any significant events leading to the keypad issues and said no events. The customer was advised that the insulin pump will need to be replaced. The customer was advised to discontinue use of the insulin pump and revert to a back up plan per healthcare provider instruction. The customer mentioned also getting weak battery and button error and she declined to troubleshoot for either alarm.

Manufacturer narrative:
No button error alarm was noted. The insulin pump had no button response due to corroded keypad traces. No weak battery alarm could be tested due to the unresponsive buttons. The insulin pump had minor scratches on the display window, a cracked case at the display window corner, cracked battery tube threads, a cracked reservoir tube and cracked reservoir tube lip and window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.